Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion cannot be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference number: 3008452825-2018-00220, 3005334138-2018-00187, 3005334138-2018-00188, 3008452825-2018-00221, 3005334138-2018-00189. Following a pulmonary vein isolation ablation procedure, a pericardial effusion occurred. As the devices were removed the patient became hypotensive. Pharmacological intervention was given but the patient¿s blood pressure remained low. An echocardiogram was performed, revealing a global effusion causing cardiac tamponade. A drain was inserted however the pericardium kept refilling so open-heart surgery was performed. A perforation was located at the base of the left atrial appendage which required a suture to close. The patient stabilized and is recovering from the surgery. There were no performance issues with any abbott devices.